Event description:
It was reported that an akreos ao60g intraocular lens was damaged during insertion. The specific nature of the damage was not provided. The lens was removed, incision was enlarged, and another lens (unknown model) was implanted. It is unknown whether the incision enlargement occurred before or after removal of the akreos lens. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.